Event description:
Patient's weight at the end of the dialysis treatment was the same as pre-treatment weight. It was discovered that the 200ml of ns flushes were not added to the goal according to the computor. The patient was offered a 2 hour uf or the option to monitor fluid intake until next dialysis treatment. Patient opted to monitor fluids. No further problems reported. Calulation error contributed to programming error.